Event description:
It was reported via repair work order that the bed had no power when the fowler was raised due to a faulty micro switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.